Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye because patient was unable to adapt to suspect iol. This was replaced with another johnson & johnson lens, model za9003 +21.5 d. There was no incision enlargement, no vitrectomy no sutures performed. It was stated that the patient fully recovered post-explant. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: nov. 3, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with one half missing. The lens was cleaned and, no issues were identified that could cause or contribute to the complaint issue. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue (hm-dissatisfied) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.